Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.there were no abnormalities noted during the evaluation. The instrument was engaged in the end of firing safety interlock with no clips remaining. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy (ladg) procedure, after several successful firings, the handle locked and the device could not be loaded anymore. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.